Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. On (B)(6) 2021, the patient's parent stated the patient experienced a stomachache, headache, and dizziness while she was covered with a blanket and trying to hide in a dark corner. The patient¿s cgm displayed 9.6 mmol/l, but the patient¿s mother performed a bg which was 18.1 mmol/l. The parent administered insulin and monitored the patient who recovered without the need for additional medical intervention. At the time of report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.